Event description:
It was reported that during surgery the insulation of the probe unit melted. There were no delays or adverse consequences for the pt.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.